Event description:
Patient reported that their infusion set is leaking. They indicated that, due to the insulin leakage, their blood glucose increased to 200 mg/dl. No treatment was received for elevated blood glucose.